Event description:
Physician reported the clamp did not hold and patient sustained an injury.

Manufacturer narrative:
The skull clamp, as received by the repair dept, was in fair condition. The 80# torque knob test in specification, however the swivel based had some rotational movement when locked, and the large starburst threads were crossed and needed heli-coil replacement. Even though the device was in need of some general maintenance, when properly positioned, adjusted and locked, a condition in which the clamp would slip could not be duplicated. The hospital approved its repair and the device has been returned to the hospital.